Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive due to a cracked display, preventing device unlock and meal announcement, which coincided with elevated blood glucose; a replacement device was shipped and the original was requested for return. Symptoms included hyperglycemia with readings over 400 mg/dl for about one hour without use of backup therapy or ketone testing, and no acute medical effects or care were reported. Outcomes included temporary inability to use the pump for insulin dosing decisions and reliance on cgm for glucose monitoring. Investigation included complaint intake review and logistics coordination for device replacement and return. Investigation of this case revealed physical damage to the touchscreen/display assembly consistent with a broken or cracked screen that impaired user interface responsiveness, aligning with a device mechanical damage problem of the display component. It was concluded, based on previously established findings for similar reports, that the cause was user-inflicted physical damage unrelated to manufacturing or design.